Event description:
It was reported the programmer will not boot up. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up with a system error. (B)(4): analysis found that the cable was damaged and failed all uplink amplitude tests.

Event description:
It was reported the programmer will not boot up. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.